Event description:
The disposable loading unit was used with instrument during a gastroplasty procedure. The instrument did not fire properly. The surgeon reloaded the instrument and completed the procedure without incident.